Event description:
(B)(4). Event occurred in the united states. The patient reported that her cannula pulled out of her button and the tubing was no longer connected to the little button as it was pulled out directly. She stated that when she ate her breakfast, her blood glucose level was around 70 mg/dl and later, it was 200 mg/dl and kept rising. She also stated that a couple of times, she woke up and her infusion set was detached at the quick release portion. This had happened several times while she was sleeping, driving or doing something. She had the infusion set in several different places including her leg, stomach and arm. The pump was always worn on her waist or in her pocket or in her pump holder. The infusion sets had been in use anywhere from one to three days. Reportedly, the infusions were stored in her bed room. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.